Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device and has been able to duplicate the reported issue during testing.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power during patient care.  The customer indicated that the device showed both of the battery icons flashing as if they needed a charge, then the device lost power.  There was no additional information on the event available nor did the customer have any additional patient details available.   There have been no adverse effects reported to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and after replacing the customer's batteries, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.